Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5360 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I was just placing a sl 3fr and the introducer that was in the kit had a barb on the tip of the gray dilator part before I even attempted to insert it." Additional information received 02/26/2021 "was there any patient harm reported? No, a gray kit was dropped and the line placed without incident."